Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the head of the screw was returned for eval. Eds analysis of the screw material showed that it was manufactured with the proper titanium alloy. Sem examination was performed and indicated an overload fracture occurring in combined torsion and bending stresses. No surgical notes or x-rays were provided. It is noted that a post-op x-ray showed "no evidence of hardware complication." The condition and quality of the pt's bone was not reported. Based on the info provided, it is likely that the bone screw fractured due to excessive torsion and bending stresses. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.

Event description:
It is reported that while placing the bone screw into the acetabular component during the total hip surgery, the screw head broke off. The surgeon left the remaining part of the screw in place in the acetabular component. It appears in measurement of the remaining screw to be 8mm in length. X-ray of pelvis post-operatively noted no evidence of hardware complication at this time.